Manufacturer narrative:
On (B)(6) 2019, mentor became aware that a second report was inadvertently submitted. The event is unilateral and a second report was not necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent unspecified breast surgery with 500cc mentor smooth round moderate plus profile and was presented with breast pain and discomfort in one of her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both sides are being reported since the information regarding effected side is unknown. If additional information becomes available, it will be submitted in a supplemental report. This report is for the patient¿s right-sided device.